Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The customer (veterinarian) reported that when opening a monoplus 3/0 sharp needle, we noticed that the needle fell out and was not attached to the thread.